Event description:
Flush syringe tip broke off in top of stop cock. [Date redacted] emailed b rep. [Date redacted] sent on fedex trk# [redacted]. Manufacturer response for 10ml syringe, 10ml posiflush syringe (per site reporter). [Date redacted] emailed mfg rep [manufacturer representative]; [date redacted] sent sample on fedex trk# [redacted].